Event description:
The patient felt that the therapy was ineffective. An indium dye study was scheduled. It was initially thought that the pump was flipped, but it was determined that it was not. The dye study did not show anything abnormal. The patient underwent a new catheter placement anyway because he insisted that the therapy was ineffective. During surgery, it appeared that he had a slow leak of csf (cerebrospinal fluid). It continued to leak postop, so the entire pump system was removed. The patient outcome and drug in the pump were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type catheter; product ID 8784, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type catheter; product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).